Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising and high thresholds and rising pacing impedance. It was also reported that the implantable pulse generator (ipg) had an elective replacement indicator (eri) measurement lock up where eri was displayed but the longevity of the device was within normal limits. The rv lead was turned off. The ipg and the rv lead remain in use. No patient complications have been reported as a result of this event.